Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result (s). Customer had covid but ordered these to check when they were negative and be able to be near their sick mother. Showed negative after they had just received a positive result. Used 3 different tests and was positive, when to the urgent care and they were positive but 3 out of 5 of these tests they took all said negative.